Event description:
Through implant patient registry it was learned that a 29mm 11500a aortic valve was explanted after an implant duration of 4 months, 18 days due to recurrent endocarditis. The explanted aortic valve was replaced with a 27mm 11500a valve. The patient presented with sob. Per medical records, the patient presented with sob. The patient underwent redo-avr with a 27mm inspiris, redo-mvr with a 33mm 11400m mitris valve ((B)(6)), aorto-mitral curtain patch repair and ECMO placement. Intraoperatively, there were vegetations on the prosthetic av and mv, with the aorto-mitral curtain destroyed due to infection causing pvl and valve rocking. The prosthetic mv and av were explanted. A new 33mm mitris valve and 27mm inspiris valve were implanted. The patient was transferred to ICU in critical but stable condition.

Manufacturer narrative:
H10: additional manufacturer narrative: updated: b4, b5, b7, g3, g6, h2, h6. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Through implant patient registry it was learned that a 29mm 11500a aortic valve was explanted after an implant duration of 4 months, 18 days due to unknown reason. The explanted aortic valve was replaced with a 27mm 11500a valve. During the same procedure the patient also had a 33mm 11400m mitral valve explanted after an implant duration of 4 months, 18 days due to unknown reason (B)(4). The explanted mitral valve was replaced with another 33mm 11400m valve.